Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the staff attempted to set up the transfusion device and the fluid administration set was difficult to insert, requiring some force to insert into machine. Following this, device was unable to complete alarm test per device operating manual. Inability to clear alarms with transfusion device necessitated retrieving second machine from a different part of unit, delaying time to rapid transfusion of blood product to patient. The impact of incident was unable to prime first transfusion device, significant delay in rapid transfusion of blood product during time of apparent hypovolemia in setting of ongoing bleeding. There was patient involvement and harm, or clinically serious advent event reported.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.